Event description:
Event desc: knee prosthesis. The female threads fractured at the base of distal male threads that remain in the distal femoral condylar component. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure: no. Device usage problem: device failed (e.g. Broke, couldn't get it work or stopped working).

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.